Manufacturer narrative:
Concomitant: product ID 7495-66, serial# (B)(4), implanted: 2001-(B)(6), product type extension. (B)(4).

Event description:
It was reported that after two years of being implanted the patient noticed their implantable neurostimulator (ins) was not working as well as the trial. It was determined the leads had slipped and the leads were revised.